Manufacturer narrative:
Reportability rationale correction: based on the additional information received, it is confirmed that the second wingspan stent was not implanted into the patient and was not responsible for any adverse event. In the physician¿s opinion, the patient¿s outcome was poor without the medical intervention with the possibility of death. The procedure did not help the patient and may have made him worse. The patient's death is not specifically related to any of the devices. Initially the device codes of ¿coma¿ and ¿death¿ were assigned to the second wingspan stent (MFR report # 3008881809-2017-00051). ). However, since there was no allegation of adverse event against the second wingspan stent, this event does not meet the criteria of a complaint anymore. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a patient was presented in a life-threatening condition with a basilar thrombotic stroke and neurological deficit. Access to the clot was limited to the right vertebral artery (va) that presented a critical stenosis of the va-distal v4 segment. Left vertebral artery was occluded and not accessible. Angioplasty with a balloon catheter of the stenosis of va-v4 segment led to dissection resultant in hematoma and occlusion. Medical intervention in order to restore blood flow through the occluded va- v4 segment by angioplasty was performed without success. Then, stenting of the va-v4 segment with a first stent was performed. However, the distal stent tines did not open properly even with additional angioplasty procedure. Blood flow was not restored. A second stent (subject device) was attempted to be implanted but could not be deployed beyond the poorly opened distal tines of the first deployed stent. Attempts to push the stent resulted in acute bending of the hypotube rendering the stent unusable. A third stent was deployed more distally in the basilar artery and overlapping the original stent. The stent was only placed with great difficulty through the first stent. There was some bending of the hypotube but it did not render the stent unusable. Blood flow was not restored and injection of platelet aggregation inhibitor into the occluded vessel as well as additional angioplasty was performed. The stent tines and the stents were eventually correctly opened but blood flow was not restored. The physician reported that he would have strongly preferred to use a different size balloon catheter but due to the emergency nature of the procedure, a more appropriately sized balloon was not available. Two days post procedure, the patient was determined to be in "coma" and pronounced dead shortly after. In the physician¿s opinion, ¿the outcome prognosis without the intervention was poor, with death as a possibility. The procedure did not help the patient and may have made him worse. The patient's death is not specifically related to any of the devices.¿

Manufacturer narrative:
Reportability rationale correction: based on the additional information received, it is confirmed that the second wingspan stent was not implanted into the patient and was not responsible for any adverse event. In the physician¿s opinion, the patient¿s outcome was poor without the medical intervention with the possibility of death. The procedure did not help the patient and may have made him worse. The patient's death is not specifically related to any of the devices. Initially the device codes of ¿coma¿ and ¿death¿ were assigned to the second wingspan stent (MFR report # 3008881809-2017-00051). ). However, since there was no allegation of adverse event against the second wingspan stent, this event does not meet the reportability criteria. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. As per the additional this was the second stent to be attempted to deploy, the physician was not able to advance the stent for deployment beyond the poorly opened distal tines of the first deployed stent. Attempts to push resulted in acute bending of the hypotube rendering the stent unusable. . Therefore, an assignable cause of ¿caused by other¿ has been assigned to this event.

Event description:
It was reported that a patient was presented in a life-threatening condition with a basilar thrombotic stroke and neurological deficit. Access to the clot was limited to the right vertebral artery (va) that presented a critical stenosis of the va-distal v4 segment. Left vertebral artery was occluded and not accessible. Angioplasty with a balloon catheter of the stenosis of va-v4 segment led to dissection resultant in hematoma and occlusion. Medical intervention in order to restore blood flow through the occluded va- v4 segment by angioplasty was performed without success. Then, stenting of the va-v4 segment with a first stent was performed. However, the distal stent tines did not open properly even with additional angioplasty procedure. Blood flow was not restored. A second stent (subject device) was attempted to be implanted but could not be deployed beyond the poorly opened distal tines of the first deployed stent. Attempts to push the stent resulted in acute bending of the hypotube rendering the stent unusable. A third stent was deployed more distally in the basilar artery and overlapping the original stent. The stent was only placed with great difficulty through the first stent. There was some bending of the hypotube but it did not render the stent unusable. Blood flow was not restored and injection of platelet aggregation inhibitor into the occluded vessel as well as additional angioplasty was performed. The stent tines and the stents were eventually correctly opened but blood flow was not restored. The physician reported that he would have strongly preferred to use a different size balloon catheter but due to the emergency nature of the procedure, a more appropriately sized balloon was not available. Two days post procedure, the patient was determined to be in "coma" and pronounced dead shortly after. In the physician¿s opinion, ¿the outcome prognosis without the intervention was poor, with death as a possibility. The procedure did not help the patient and may have made him worse. The patient's death is not specifically related to any of the devices¿.

Manufacturer narrative:
This is the 4 of 5 reports. Subject device is not available.

Event description:
It was reported that a patient was presented in a life-threatening condition with a basilar thrombotic stroke and neurological deficit. Access to the clot was limited to the right vertebral artery (va) that presented a critical stenosis of the va-distal v4 segment. Left vertebral artery was occluded and not accessible. Angioplasty with a balloon catheter of the stenosis of va-v4 segment led to dissection resultant in hematoma and occlusion. Medical intervention in order to restore blood flow through the occluded va- v4 segment by angioplasty was performed without success. Then, stenting of the va-v4 segment with a first stent was performed. However, the distal stent tines did not open properly even with additional angioplasty procedure. Blood flow was not restored. A second stent (subject device) was attempted to be implanted but could not be deployed beyond the poorly opened distal tines of the first deployed stent. Attempts to push the stent resulted in acute bending of the hypotube rendering the stent unusable. A third stent was deployed more distally in the basilar artery and overlapping the original stent. The stent was only placed with great difficulty through the first stent. There was some bending of the hypotube but it did not render the stent unusable. Blood flow was not restored and injection of platelet aggregation inhibitor into the occluded vessel as well as additional angioplasty was performed. The stent tines and the stents were eventually correctly opened but blood flow was not restored. The physician reported that he would have strongly preferred to use a different size balloon catheter but due to the emergency nature of the procedure, a more appropriately sized balloon was not available. Two days post procedure, the patient was determined to be in "coma" and pronounced dead shortly after. In the physician¿s opinion, ¿the outcome prognosis without the intervention was poor, with death as a possibility. The procedure did not help the patient and may have made him worse. The patient's death is not specifically related to any of the devices¿.